Manufacturer narrative:
Tech found the bent right siderail end tube was bent causing the siderail not to stay up. Replaced the siderail to resolve this issue. Unit located in repair shop.

Event description:
Complaint received indicated that the siderail was not staying up. Unit was in repair shop. No injury reported.